Manufacturer narrative:
The insulin pump alarmed with a failed self test due to a faulty component on the radio frequency board. The pump was unable to communicate with the glucose meter due to the failed self test alarm. The unit also had minor scratches on the lcd window.

Event description:
The customer reported via phone call that the pump alarmed with a failed self test; the customer cleared the alarm but pump issues began afterwards. The patient's blood glucose at the time of incident was 159 mg/dl. Troubleshooting was initiated for the failed self test alarm. The customer was unable to rewind the pump. He also confirmed that his glucose meter was not sending information to the pump. The insulin pump was returned for analysis and a replacement device was shipped to the customer.